Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Analysis determined the device was returned eight months after explant. The device can no longer deliver therapy so no electrical test was performed. Additionally, the device was capable of delivering a full energy shock while implanted. Further, the cause of why the device declared end of life (eol) sixty days after elective replacement indicator (eri) was not determined.